Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. If additional information is received, a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: after a da vinci-assisted low anterior resection procedure, the patient developed an anastomotic leak and had to be re-operated on. At this time, the root cause of the reported issue remains unknown.

Event description:
It was reported that after a da vinci-assisted low anterior resection procedure, the patient developed an anastomotic leak. During the procedure, the surgeon used a sureform 60 stapler instrument with a green reload accessory for a high rectal tumor. The surgeon performed a leak test at the time of the surgery and had a negative result, which indicated that the original anastomosis was good. The procedure was completed with no adverse effect, harm, or outcome to the patient. The patient was discharged on post-operative day #3. However, the patient returned to the hospital on an unspecified date and presented with unspecified symptoms related to an anastomotic leak. A second procedure was performed on (B)(6) 2019 to repair it. There has been no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. At this time, the root cause of the reported issue is unknown. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported issue: the customer would not be returning the sureform 60 stapler instrument or the green reload accessory. The surgeon noted that the stapler worked properly during the procedure. It fired across the colon in one fire and the leak test was negative, so the surgeon proceeded with the case normally. The integrity of the colon was normal and there was no tissue tension or bunching noted. The surgeon did not report any clamping issues, obstructions, errors/messages, or malformed staples. There was no allegation of a malfunction of a da vinci system, instrument, or accessory. No intra-operative complications occurred. The isi csr did not know when the patient returned to the hospital or what symptoms the patient presented with. The second procedure was completed successfully and the patient was reportedly doing well. The surgeon did not know what could have caused the reported issue.